Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was unable to recovered. A field service engineer found that drawer 4, pocket c1 was broken and had failed, resulting in all pockets not appearing on the bus. Reseated the row board cable, which allowed to recover the drawer; however, was unable to recover the broken pocket space even after removing the pocket. The customer indicated they would correct the necessary permissions to attempt recovery of the pocket space. Contacted the pharmacy, user, for support, but they were unable to resolve the issue. Customer planned to send a new preloaded pocket to the site to test if it would resolve the problem.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had unable to recover storage space. The customer stated that there was no delay, but the user issued medication to the patient by breaking the cubies. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had unable to recover storage space. The customer stated that there was no delay, but the user issued medication to the patient by breaking the cubies. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.